Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged right vocal cord stop working and not able to swallow his spit. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Additional information was received and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the soundabatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient alleged right vocal cord stop working and not able to swallow his spit. This notification was reviewed due to a patient that his right vocal cord stop working and that he could not swallow spit. Patient went to doctor for this and he stated that he is out of work. Based on information available at the time of this review, there is insufficient evidence to pronounce a serious injury. The reported event is assessed as a non-serious injury. Therefore, the device did not cause or contribute to a serious injury or death. The reported event may also possibly be related to user error associated with any of the following possibilities: improper humidification and/or tube temperature settings, improper mask fit/use, improper or inadequate treatment pressures, certain cleaning chemicals the patient might have used in the device and/or inadequate cleaning practices/frequency. The device has not yet returned to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. Section(s) b1, b2, has changed related to the complaint changing from the reported adverse event to a product problem. Section h1 has changed to reflect a malfunction. Section h6 health effect- impact code, type of investigation findings and investigation conclusions has been updated.